Event description:
This procedure was performed in (B) (6). The physician checked the stent before procedure. While deploying the stent, the physician felt strong resistance and attempted to retrieve the stent for an adjustment, but the stent would not move. The physician then attempted to guide the stent to the right common iliac artery, but the stent fell off of the catheter. The physician used snare to try to remove the stent, but was unsuccessful. Finally the stent was left between subcutaneous tissue and artery, not in the target area. After further surgical review, the physician will decide how to take the stent out. The patient is fine.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to the reported event.